Event description:
Litigation alleges that the patient suffers from pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/25/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs noted difficulty walking. Medical records reported metal debris, fluid collections, ruptured cyst, and metal staining. There is no primary surgical report or product stickers. Revision surgical report stated products were thrown away as medical waste. There was no report of pseudotumor. There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 11, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and pseudotumor. Ppf allegation was already reported. The unknown head and pinnacle liner were updated and added product code and lot number. Patient dob was changed to (B)(6), from (B)(6). Added law firm in the facility name and updated the associated contact.